Event description:
On (B)(6) 2010, the patient reported that, while trying to change the insulin cartridge of her infusion device, the plunger remained attached to the piston rod. She stated, she was in a hurry and did not completely unscrew the adapter before pulling the cartridge out. She said the cartridge was empty but she can smell insulin and thinks a drop or two of insulin spilled inside her device. She was advised to dry out the chamber with a cotton swab. She did so and was then assisted with successfully detaching the plunger from the piston rod and properly changing the cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.